Event description:
The catheter was placed for the infusion of unasyn (3gms/6hrs). Therapy was completed after 1 week. During removal of the catheter on 12/11/96, the last 20cms of the catheter would not come out and then the catheter broke. The external portion of the catheter fragment was clamped and the pt was taken to another facility.